Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a shaft break occurred. The lesion being treated was located in the distal left anterior descending artery. The 20 x 2mm quantum maverick balloon was being used for predilation. During advancement down the guide catheter, the shaft separated proximal to the markerbands. No pt complications were reported, and pt status was reported as 'okay'. Add'l info regarding this event has been requested.